Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their physician stated the "implantable pulse generator (ipg) isn't right and a wire is loose." The patient stated a revision was performed and since then their shoulders hurt. The ipg remains in use. No further patient complications have been reported as a result of this event.